Event description:
It was reported that during pre-surgery, it was discovered that the impactor device fell apart in the sterile processing department. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no non-conformances or abnormalities identified during the manufacture of the device that may have contributed to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. The device was visually inspected, and it was found that the device failed visual inspection. During repair, an evaluation was performed, and it was determined that the device was not operating because the battery pack could not be engaged due to cracked/broken housings and separated, pieces missing, and the battery connection terminal housing being out of position, which was consistent with the device having been dropped - user error. It was determined that the surgical impactor housings were placed back into position, and the impactor operated as intended. It was determined that the root cause for the found defect was linked to user error. It was further determined that the device failed pretest for visual assessment, battery pack fit assessment, latch assessment, impactor operation assessment, battery pack removal assessment and final assessment. Therefore, the reported condition of the device falling apart was confirmed. The assignable root cause was determined to be traced to user, which is user error.